Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no adverse impact to customer's blood glucose. Customer cleared the alarm and resumed pump therapy.